Manufacturer narrative:
The customer¿s report of an overinfusion of magnesium was not confirmed. Physical inspection of the device showed the instrument seal was not intact and there was a small crack at the lower door hinge, dents on the rear case corners, cracks on the top left of the rear case and dull iui connectors, with the male iui connector also showing signs of green corrosion. Analysis of the pcu event log shows that the pump module was infusing lvp (drug 181) at a rate of 75ml/hr. At 2:15 pm on (B)(6) 2018, the user programmed a secondary infusion of magnesium std ivpb 2gram/100ml to infuse at 25ml/hr with a vtbi of 50ml. The user selected yes to the guardrails warning ¿specified vtbi will only deliver a partial dose. Proceed?¿ and the infusion started. At 2:50 pm, the user paused the infusion. The device alarmed for flo stop open for 4 seconds and the door was closed. The user then changed the rate to 100ml/hr with a vtbi of 200ml and started the infusion at 2:51 pm. At 2:53 pm, the device was channeled off and the system was shut down and powered off. The volume recorded as being infused during this period was 0ml for the primary infusion and 16.802ml for the secondary infusion. Functional testing found the device to be delivering fluid within specification. The root cause of the overinfusion was not identified.

Event description:
The customer reported that the nurse programmed the pump to deliver magnesium 2gm/50ml at 25ml/hr for a duration of 2 hours. Approximately 30 minutes later the patient and the patient's wife noted that the infusion had completed and called the rn to the room. The rn and the charge nurse reviewed the pump settings and confirmed that it had been programmed at a rate of 25ml/hour and the device indicated that there was 36.8ml of vtbi remaining. The rn stopped the infusion and flushed the patient's IV site with normal saline. The patient complained of IV site pain and a cold compress was applied. The md was notified and discussed with the patient and the patient's wife that magnesium can be infused rapidly and that the IV site pain should resolve. The IV site remained intact/patent without signs/symptoms of infiltration. Pharmacy was notified, came to the unit and reviewed the pump settings, and confirmed that the rate was programmed correctly at 25ml/hour. At 1612, the patient verbalized that the IV site pain was better and was discharged home. There was no lasting harm caused to the patient from this event.

Event description:
The customer reported that the nurse programmed the pump to deliver magnesium 2gm/50ml at 25ml/hr for a duration of 2 hours. Approximately 30 minutes later the patient and the patient's wife noted that the infusion had completed and called the rn to the room. The rn and the charge nurse reviewed the pump settings and confirmed that it had been programmed at a rate of 25ml/hour and the device indicated that there was 36.8mlof vtbi remaining. The rn stopped the infusion and flushed the patient's IV site with normal saline. The patient complained of IV site pain and a cold compress was applied. The md was notified and discussed with the patient and the patient's wife that magnesium can be infused rapidly and that the IV site pain should resolve. The IV site remained intact/patent without signs/symptoms of infiltration. Pharmacy was notified, came to the unit and reviewed the pump settings, and confirmed that the rate was programmed correctly at 25ml/hour. At 1612, the patient verbalized that the IV site pain was better and was discharged home. There was no lasting harm caused to the patient from this event.